Event description:
Dealer called stating that the pump for a ghs350 stand-up lift is allegedly noisy and slips with patient in it, won't hold weight. Additional information indicates that the pump is allegedly leaking oil. Replacement pump has been sent. No injury.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. However, a quote for the RMA has been provided (B)(4). Model ghs350, serial number/date code (B)(4) is approximately 2 years 10 months old. The owner's manual part number 1148115 rev b (jun-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that this ghs350 stand-up lift is allegedly noisy and slips with patient in it, won't hold weight. Additional information indicates that the pump is allegedly leaking oil. Based on the complaint this file is for the original pump. The original pump has allegedly been replaced twice. No information on the first replacement pump is available. The second replacement pump is reported on (B)(4). The damaged product is being returned to invacare for an inspection / evaluation. No injury. The malfunction has not been confirmed.